Manufacturer narrative:
A philips technical consultant (tc) was dispatched. The patient information center ix (picix) logs and windows event logs were retrieved. The customer requested a root cause analysis (rca) on why physio 9 & 10 virtual machines (vm) went offline on (B)(6) 2025, and on reboot physio 10 came back, but physio 9 would not run system setup. A philips national support specialist (nss) assisted with the investigation. The investigation identified that these errors indicate a problem with windows operating system nt lan manager (ntlm) authentication to domain controllers when these errors occur, since these vms are joined to the customers active directory (ad) domain. These operating system errors cause problems with the philips picix patient monitoring system from communicating with all vms and central station workstations communicating with the primary vm during these events, since the remote procedure calls (rpc) can ¿block¿ philips application transmission control protocol (tcp) port 8050 traffic and make the primary vm seem ¿unresponsive¿ as shown with the above ¿server can¿t be reached for xx seconds¿ errors logged on hosts connected to the primary vm. Workarounds were provided to the customer to address the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the patient information center ix (pic ix) host is not reachable (offline). The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.